Manufacturer narrative:
(B)(4). A review of risk management document (B)(4), revision 2, indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed. Lot#9283916 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. Pen needle product has 100% missing cannula and np excessive angle inspection by visual system, and defect part will be rejected automatically. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to dfema (B)(4), the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to (B)(4), the risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31gx5mm 7 pack was unable to inject insulin before use. The following information was provided by the initial reporter: when used novo pen to inject insulin and replaced the needle, the needle couldn't be pushed and the needle was blocked during preparing to inject. So it was discarded and replaced the new needle.